Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Within weeks following the procedure, the mesh started to erode into the vagina. The patient underwent numerous operations to remove the mesh. The patient experienced constant urinary tract infections, pain in the groin area and loss of sexual activity due to pain.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.